Manufacturer narrative:
(B) (4). Work order search, medical review. A lens work order search was performed and no similar complaints were found within the work order. Per medical review - glares and halos may be noted by patients even if they never had any ocular surgery. This is commonly due to aberrations or irregularities in the cornea. It may be noted more at low light conditions when the pupil is dilated. In icl surgery, the cornea is not touched, therefore, patients who have glares and halos before the surgery, will commonly retain these symptoms but no increase in severity should be experienced since the cornea remains untouched. The glares and halos however, may be perceived more due to the increased clarity of vision. Furthermore, the effective optical corneal zones (eocz) of the lenses have a maximum of 6.17 to 7.30 mm depending on the icl powers. This is a design limitation which may create similar symptoms due to the interface of the optical zone and the patient's optical field of vision, which may be noted when the pupil size is greater than the eocz. Glares and halos are commonly temporary, lasting 1-6 months, but may on very rare occasions become permanent. Conclusions: based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B) (4).

Event description:
The patient reported, the surgeon implanted a 12.6mm micl 12. 6 implantable collamer lens in his left eye (os) on (B) (6) 2009. The patient reported experiencing halos at night and minor ghosting. The facility reported, the patient experienced some symptoms of halos at night and minor ghosting pre-op and since the icl surgery. The icl remains implanted. The patient has been using alphagan at evening and achieves improvement. The patient's prognosis is good and the bcva was 20/20